Event description:
Reference number (B)(4) event occurred in bahrain. It was reported that patient has high blood glucose event on (B)(6) 2026.the blood glucose levels was12mmol/l.the event lasted for 3-4 hours was got treated using the insulin pump. No further information available.